Manufacturer narrative:
No product was returned for evaluation. The report of pump stoppage events was confirmed based on the evaluation of the submitted system controller log file; however, a specific cause for these events could not be conclusively determined. The log file, which contained data from 07may2017 through 05jun2017 captured pump stoppages on (B)(6) 2017 with corresponding low speed alarms, as well as fluctuations in pump power. These events all occurred while the system was connected to the mobile power unit. Based on previous complaint history, these conditions could have been caused by a potential driveline issue. No other atypical alarms were noted throughout the duration of the log file. The patient remains ongoing on pump support and no further events have been reported at this time. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device 5 months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. On (B)(6) 2017, it was reported that the patient's lvad system produced low speed alarms. The patient was asymptomatic. The system controller log file was submitted to the manufacturer's technical services department for analysis and revealed momentary pump stoppage events on (B)(6) 2017. The x-ray images submitted for review were unremarkable. No additional information was provided until (B)(6) 2017 when it was reported that the patient was admitted due to pump stoppage alarms. A log file submitted to the manufacturer's technical services department confirmed low speed advisory alarms on (B)(6) 2017, and pump stoppages on (B)(6) 2017. These issues only appeared to be occurring while the lvad system was connected to the mobile power unit. On (B)(6) 2017, technical services representatives performed an on site evaluation of the driveline and could not reproduce the events while connected to the power module with a grounded power module patient cable. The patient was provided ungrounded power module patient cables. No additional information was provided.